Manufacturer narrative:
One opened handpiece along with an ia tip in tubing was received in a bag for the reported event. The returned sample was visually inspected. The handpiece was found to be nonconforming with the threads of the I/a tip broken off in the threads of the handpiece. The I/a tip was found to be nonconforming for the threads broken off. There was no burr present on the I/a tip. No lot number was identified with this complaint therefore, a device history record review could not be conducted. A usb was received and reviewed by the manufacturing site. The video shows an I/a tip in use, but the reported issue of a burr is not visible in the video. A burr inside the aspiration port as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing site for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgical procedure the patient experienced posterior capsule rupture which occurred in irrigation/aspiration (I/a) mode. The I/a tip was viewed under the microscope and found to have a burr. The surgery was completed with no additional intervention required. Additional information has been requested.